Manufacturer narrative:
A medtronic representative, following up with the site, reported that the patient was brought back to the operating room to correct the screw placement. No further details regarding the patient impact were provided.

Manufacturer narrative:
Event date is approximated as the event was reported to have occurred prior to the surgeon reporting to the medtronic representative "another day". No specific event date was provided. No procode, common device name and/or 510(k) provided as this device is not released for distribution in the united states. On 09/30/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 10/05/2016 software analysis was unable to determine probable cause with the information provided. Reported issue could not be replicated. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported that, while in a spine procedure, the surgeon misplaced screws while using navigation. The CT spine software was used for the spinal fusion surgery at l4-5. With no navigation system problem, the screws were inserted, afterward, positioning was checked using a c-arm. The positioning check indicated that the screw(s) were slightly dislocated. The surgeon stated that screw placement was within the assumption, and use of the navigation system was continued to completion of the procedure. There was no delay of therapy reported. There was no impact on patient outcome reported at the close of the procedure. An unspecified number of days after the procedure, the surgeon contacted a medtronic representative and reported that the screw(s) were obviously dislocated. No specific measurement, or direction, of the alleged inaccuracy was provided. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's stealth station s7 system. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event.